Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to dislodgment. The lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that dislodgement was initially discovered by chest x-ray.

Manufacturer narrative:
Additional information: b5, b6, and h6.